Event description:
It was stated that the insulin pump had a blank display and a long, constant tone. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to test for the constant tone due to the blank display.